Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella 5.0 pump inserted in the right axillary for standby operation purpose. It was reported the patient developed hemolysis during pump support. The account attempted to troubleshoot the issue by changing impella's placement. The patient was also administered four units of red cell count. No further information was provided.